Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided); and high ketones. Subsequently, customer was hospitalized. Reportedly, the elevated bg levels led to customer's body becoming swollen, and subsequently lead to organ failure. Although requested by tandem technical support, the customer declined troubleshooting or to provide any additional information.